Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results at least two hours after meals range from 69 to 103 mg/dl. Testing performed (once / twice / three times) daily. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call after meal ((B)(6) 2014; 4:08 pm) with results of 159 mg/dl and 157 mg/dl. Verified storage of test strips is within specification since they are kept in the bedroom. Test strip lot MFR's expiration date is 04/30/2017 and open vial date is about a month ago. Recall test results performed at least two hours after meals from meter memory (date/time not set correctly): (B)(6) 2014; 10:15 pm - 145 mg/dl; (B)(6) 2014; 12:00 pm - 86 mg/dl; (B)(6) 2014; 01:41 pm - "lo"; (B)(6) 2014; 12:00 pm - 94 mg/dl; (B)(6) 2014; 10:14 pm - "lo". Based on the "lo" results recorded in the memory, the complaint is reportable. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for eval. Most likely underlying root cause of malfunction: strip issue or user has low glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).